Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, g1, g6, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: unit was no booting due to which front panel not working, no signal on monitor due to faulty printed circuit board and no image only color bar present due to faulty circuit board, flickering in image due to faulty receptacle unit, corrosion on main board and interface output connector and hexagonal spacer was damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: unit was no booting due to which front panel not working, no signal on monitor due to faulty printed circuit board and no image only color bar present due to faulty circuit board, flickering in image due to faulty receptacle unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was not working. The issue occurred during the reprocessing. There was no patient involvement.